Manufacturer narrative:
Correction made to h4: device manufacture date: 9/15/2020 (previously submitted as ni). H10: the actual device was received for evaluation. A visual inspection with the naked eye noted an incomplete port seal. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to the leak observed from the port seal. The reported condition was verified. The cause of the condition was related to manufacturing during the rf (radio frequency) welding process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag was leaking. While connecting the collection bag to the patient, the dp kit became unclamped and leakage was found on the collection bag. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.